Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redn2242 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that pt-jb, triple lumen cath placed (B)(6) on r side. Received call today that line was possibly leaking per bedside rn. We pulled and saved to test line. After exam and flushing white lumen it was noted that line is leaking between 5-6cm mark.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 5fr t/l powerpicc solo catheter. Usage residues were observed throughout the sample. A permanent kink impression was observed between the 5cm and 6cm depth markings. A longitudinally aligned split was observed at the 5cm depth marking. Microscopic inspection of the split revealed granular fracture surfaces. The split exhibited a wavy shape and material discoloration was observed in the vicinity of the split. The sample kinked preferentially at the kink impression site during manual manipulation. An attempt to infuse water through the sample using a 12ml syringe revealed all three lumens to be patent to infusion; however, when flushing the white-luered lumen (non-power injectable) a leak was observed emanating from the split site. The catheter became occluded distal of the split when the catheter was kinked at the kink impression site. The split characteristics were consistent with damage caused by over-pressurization. Such damage can occur if power injection is attempted through a non-approved lumen and if infusion is attempted against occlusion. The kink suggested that catheter securement/maintenance may have contributed to device over-pressurization. A lot history review (lhr) of redn2242 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that pt-jb, triple lumen cath placed 03/19 on r side. Received call today that line was possibly leaking per bedside rn. We pulled and saved to test line. After exam and flushing white lumen it was noted that line is leaking between 5-6cm mark.